Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Age of device: 1 year and 3 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted from (B)(6) 2015 to (B)(6) 2015 with symptomatic anemia in the context of upper gastrointestinal bleeding (gi bleed). An esophagogastroduodenoscopy reportedly revealed oozing sites on the gastric side of the gastrojejunal anastomosis and the patient was treated with argon plasma coagulation. The patient's inr goal was also reportedly reduced to 1.8-2 as a result.

Manufacturer narrative:
Corrected information. Upon routine review of the complaint record, it was noted that the reported device information was incorrect. The device was manufactured prior to the UDI labeling implementation.